Manufacturer narrative:
Date rec¿d by MFR : 10jun2019, date of report : 31jul2019. The fse found that the oxygen sensor was broken and provided the customer with a quote for its replacement. The customer did not approve the quote. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. The international field service engineer (fse) evaluated the ventilator and provided the customer with a repair quote. The international fse confirmed that the customer did not approve the repair quote and decided to repair the unit on their own. The ventilator is back in service. The details of the repair were not provided.

Event description:
It was reported that the ventilator failed the oxygen test. There was no patient or user involvement.